Manufacturer narrative:
The patient's previous reports of gastrointestinal (gi) bleedings referenced in the medwatch report were reported under medwatch MFR. Report # 2916596-2016-01778 (gi bleeding on (B)(6) 2016), and 2916596-2016-01536 (gi bleeding on (B)(6) 2016). (B)(4). Approximate age of the device - 10 months. (B)(4). The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted on (B)(6) 2016 with shortness of breath, dark stools, non-bloody vomiting, and shortness of breath. The patient has history of gastrointestinal (gi) bleeding with arteriovenous malformations (avms) that were treated with gi interventions. The patient denied any lvad alarms; however, upon checking the event history, the estimated pump flow went down from 4.2 lpm to 3.5 lpm in the last two weeks. The patient's hemoglobin and hematocrit also went down from 9.2 g/dl to 6.6 g/dl, and the inr was 3.39. The patients inr goal was 1.5 to 2.0 because of the patient's history of gi bleeding. The patient received two units of packed red blood cells, and the hemoglobin stabilized. Push enteroscopy on (B)(6) 2016 showed no evidence of active gi bleeding, and no source of bleeding was identified. No avms were found. A video capsule which was also negative for gi bleed. The patient's inr was monitored closely and coumadin was given. The patient was stable and discharged to home on (B)(6) 2016.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.